Event description:
Have a pain pump implant. The company went out of business, filed bankruptcy and no one didn't get notice or anything. It looks and feels like it is m coming out and looks like it haven't had anyone that would. Look at it. I believe it is causing alot of nerve damage. It is flowing prometra 2.